Manufacturer narrative:
Other, other text: additional information: d10 one cadd legacy plus pump was returned for analysis. The operator turned on the pump and the pump started beeping during self-testing. Hence the reported issue was confirmed. The reporter reloaded the pmu and recalibrated the upstream occlusion sensor.

Manufacturer narrative:
Occupation: patient service associate.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was defective due to a constant beeping sound. The pump was not in patient use when the issue was discovered. The issue was discovered during servicing.